Manufacturer narrative:
Additional information: patient age, weight and gender provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion exhibited moderate calcification: device evaluation: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. Deformation was evident to the 1st <(>&<)> 2nd distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a calcified lesion. The device was inspected with no issues. Negative prep was performed without issue. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed. The patient was reported to be alive with no injury.